Event description:
It was reported that during implant, the atrial lead dislodged. The lead was repositioned and remains in use. While attempting to insert the atrial lead into the atrial port of the device, the set screw would not tighten. Several attempts were made to fasten the set screw but all were unsuccessful. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw had a rounded socket.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined.